Event description:
The complainant alleged that during a routine shift check by a clinician, the device displayed a dotted baseline and either a "check leads" or "leads off" message. The complainant indicated that there was no pt involvement in the reported malfunction.